Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by abdominal pain and low grade fever. The cause of the peritonitis event was unknown. The patient was hospitalized for the peritonitis and treatment was not reported. The patient recovered from the peritonitis. No additional information is available. This is report 3 of 4.

Manufacturer narrative:
Complaint no: (B)(4). This report involves the same patient as in (B)(4). The patient experienced peritonitis in (B)(6) 2013. Should additional relevant information become available, a supplemental report will be submitted.